Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-00746. The plaintiff's attorney alleged that the plaintiff was implanted with a ams monarc sling to "correct her pop (pelvic organ prolapse) and sui (stress urinary incontinence)," on (B)(6) 2010. It was alleged that following this surgery, the plaintiff complained of dyspareunia, vaginal pain, urgency and urge incontinence. The plaintiff was "found to have mesh erosion and required further surgery to remove the mesh." It was alleged that the pt has experienced "mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries" and other injuries.